Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent events reported in 2210968-2022-00283, 2210968-2022-02107, 2210968-2022-02108, and 2210968-2022-02109.

Event description:
It was reported that on (B)(6) 2020 the patient underwent total hysterectomy and umbilical hernia repair surgery during which the surgeon noted the defect was closed transversely with interrupted inverted suture. The skin was irrigated and hemostasis was verified. It was reported that the patient experienced bloody discharge since surgery and discharge which included pieces of suture. No additional information was provided.